Event description:
It was reported that accurate threshold and sensing measurements could not be obtained. X-ray revealed that the position of the lead was questionable. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.